Event description:
A hospital (B) (6) reported that the y-adapter (i.e. The swivel) on an rt236 infant breathing circuit cracked and broke off. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The device is en route to the manufacturer for inspection. We will provide a follow up report.